Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot# n286765, implanted: (B)(6) 2014, product type: adapter. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0546506v, implanted: (B)(6) 2005, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension (B)(4).

Event description:
The patient reported that they had been having burning and stabbing around their implantable neurostimulator (ins) implant on their right side. The burning and stabbing had been keeping the patient up at night and stopped the patient from doing anything during the daytime. Stimulation was turned off for a colonoscopy. It was reported that a mass was discovered on their colon and the patient was admitted to the hospital where it was reported they "took a foot out of their colon." During their 6 week check after the surgery, they turned stimulation back on and that was when the burning and stabbing started. It was reported that there was a recent medical test or electromagnetic interference environmental exposure. It was reported that the patient tried turning stimulation off and back on and noticed that the burning and stabbing were worse after turning the stimulation off. The patient reported that they had left stimulation off. Relevant medical history include non-malignant pain. No outcome or intervention was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.